Manufacturer narrative:
The submitted log file was reviewed by a representative of the manufacturer¿s technical services team and revealed intermittent elevated pump powers associated with pulsatility index events. A correlation between the device and the suspected thrombus could not be conclusively determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on vad support. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s lactate dehydrogenase (ldh) level was above 1,000 u/l on (B)(6) 2016, and decreased to 916 u/l the following day. Reportedly, the patient did not display any heart failure symptoms at the time. The patient¿s anticoagulation regimen at that time included 325mg of aspirin, 75mg of perstantine, and coumadin. The patient's inr of 2.1 was within the patient¿s goal range of 2-3. A speed echocardiogram (echo) was performed and found that the left ventricle was not unloading. The pump speed was increased from 9600 to 10,400 rpm, but the patient¿s aortic valve continued to open with every beat. The patient was treated with 4 low doses of tissue plasminogen activator (tpa). Due to suspected pump thrombosis, the patient was elevated to status 1ae from 1a on the transplant list. Review of the log file by the manufacturer's technical services representative revealed intermittent elevated pump powers. On 07/20/2016, it was reported that the patient was doing well post tpa administration. The patient was discharged home and the patient's ldh level remains within the 300 u/l range.